Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, a separation of tip core, or solder occurred. The separation may have occurred due to a prolapse of the wire; a torque if the tip becomes entrapped, however, this cannot be confirmed. The break in the tip core would allow the tip coil to unwind leading to the difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation: updated from yes to no h6 correction: medical device problem code 1528 was updated to 1212.

Event description:
Subsequent to the previously filed report, additional information was provided: it was reported that the procedure was to treat a heavily calcified, mildly tortuous circumflex coronary artery. During use with the ht 014 bmw hydro guide wire, unspecified resistance was noted. A balloon was advanced in an attempt to remove the guide wire. During withdrawal, moderate force was applied and the guide wire tip separated and was left in the anatomy. A non-abbott guide wire was advanced but became stuck with the guide wire. The devices were removed as a single unit, along with the separated tip. Rotablation was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - excessive force.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous circumflex coronary artery. During use with the ht 014 bmw hydro guide wire, unspecified resistance was noted and a balloon was advanced in an attempt to remove the guide wire. During withdrawal, moderate force was applied and the guide wire tip separated and was left in the anatomy. A non-abbott guide wire was advanced but became stuck with the guide wire. The devices were removed as a single unit, along with the separated tip. Rotablation was used to complete the procedure. No additional information was provided.